Manufacturer narrative:
(B)(4); an investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a red warning screen and indicated that it had reached the elective replacement indicator (eri). A memory download was performed and sent to boston scientific engineering for analysis. Evaluation of the data and confirmed that the s-ICD had declared eri approximately 9 months post implant. The battery current measurements have been extremely high since implant. Immediate replacement was recommended. No adverse patient effects were reported. The field representative was notified of this information so that it could be communicated to the physician.

Manufacturer narrative:
(B)(4). The s-ICD is expected to be returned. Once the device is received and analysis completed, this report will be updated.

Event description:
Additional information was received that this s-ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. A longevity calculation was completed and confirmed this device did not last as long as expected. The device case was opened to facilitate analysis of the internal components. A high current drain was detected and it was isolated to a component on the integrated circuit. Detailed analysis determined that a particulate was embedded within the component, which was causing the high current drain and subsequent premature battery depletion.